Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set soft cannula bent event on (B)(6) 2024. Event occurred on the first day of insertion. The patient got hospitalized due to high blood glucose from (B)(6) 2024. Blood glucose levels were 800 mg/dl at the time of event occurred. The insertion site was at abdomen. Patient got intravenous insulin infusion drip as treatment. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: (B)(6).